Event description:
It was reported that this rv ventricular (rv) lead exhibited shock impedance high out of range measurements greater than 200 ohms. This patient is not pacemaker dependent. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced with a competitor device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this rv ventricular (rv) lead exhibited shock impedance high out of range measurements greater than 200 ohms. This patient is not pacemaker dependent. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced with a competitor device successfully. No additional adverse patient effects were reported.